Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Although requested by tandem technical support, the customer declined to troubleshoot. Reportedly, customer reverted to manual injections for alternate insulin therapy.